Event description:
It was reported that a device was about to be used during an unknown procedure. It was reported the device had a gasket leakage before the procedure. Another device was used to complete the case. There was no consequence to the pt. 08/2001 additional information obtained during analysis (torn gasket) changed decision to a reportable event.